Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 32mm v40 head. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The event was not confirmed. The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the patient originally had an accolade stem and v40 head implanted with a depuy cup and liner. Due to dislocation, the doctor replaced the depuy liner with a depuy constrained liner. The 32 mm v40 head was removed. After the liner was implanted, a new 32 mm v40+8 head was implanted on the accolade stem.

Event description:
It was reported that the patient originally had an accolade stem and v40 head implanted with a depuy cup and liner. Due to dislocation the doctor replaced the depuy liner with a depuy constrained liner. The 32mm v40 head was removed. After the liner was implanted, a new 32mm v40+8 head was implanted on the accolade stem.